Manufacturer narrative:
Model number/catalog number: 72018201 serial number: n/a batch/lot number: 1000590601 model/catalog description: reservoir flat 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) is not functioning properly, exhibited inflation and deflation issues, and a device fluid loss. The device is out of service but remains implanted. No additional information was provided.